Manufacturer narrative:
Evaluation summary: neither devices nor x-rays were returned for analysis. Surgical notes provided indicate that the femoral and tibial components were intact with no evidence of loosening. The surgeon replaced a 14mm articular surface with a 17mm thick articular surface and observed excellent range of motion. Further investigation can be made if original (14mm) articular surface is returned for any signs of wear or other abnormality. However, with the available info, probable cause for knee instability cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt was revised for instability.